Event description:
The pt was cold, clammy and unresponsive. Pt's family member used the suspect device to check pt's blood glucose and obtained a result of 250mg/dl. Emt's were called and they tested the pt's glucose at 41mg/dl. Pt was treated with a glucose IV. Level 1 control was run on the system and the value was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.